Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Part: 310.507 lot: f-22489 manufacturing site: selzach supplier: shinx ag release to warehouse date: (B)(6) 2017 the device history record shows this lot of 449 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Correct material 1.4112 with measured hardness within specification is documented in coc of the supplier. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The photo was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that the drill bit ø1.5 w/marking l96/82 2flute] cannot be seen clearly from the distal tip due to poor quality photo, therefore complaint condition cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for drill bit ø1.5 w/marking l96/82 2flute. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in colombia as follows: it was reported that on (B)(6) 2023, the drill bit was found to be dull and presents discomfort in the specialist. This report is for one (1) 1.5mm drill bit w/depth mark mini qc/96 mm. This is report 1 of 1 for complaint (B)(4).